Event description:
It was reported the patient's avm was embolized with onyx on (B) (6) 2010. On (B) (6) 2010, brain infarction was observed. The physician comments that this was caused by embolization of normal blood vessel near the feeder. Same event as MDR# 2029214-2010-00042.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B) (4).